Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy, at the first firing, when trying to rotate, there was no react even the upper button on the right side of the handle was pressed, and the rotation was unable to be performed. The handle was inserted into a new power shell and the adapter was connected, but there was still no react upon pressing the upper button on the right side, so the handle was considered as defective. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Event description:
According to the reporter, during thoraco/lobectomy, at the first firing, when trying to rotate, there was no react even the upper button on the right side of the handle was pressed, and the rotation was unable to be performed. On the reported date, the handle was inserted into a new power shell and the adapter was connected, but there was still no react upon pressing the upper button on the right side, so the handle was considered as defective. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 1 signia powered handle.  There were no visual abnormalities noted. During functional evaluation it was found that a switch was nonfunctional. When the key was pressed the information was not registered in the data log.  A cross functional team has reviewed the risk and rate of occurrence for this failure mode and complaint mode and has determined that no corrective actions are warranted at this time to address the root cause of the switch failure. If information is provided in the future, a supplemental report will be issued.